Event description:
It was reported that during a myosure procedure for uterine tissue removal, "approximately 5 minutes of cutting time" the physician removed the hysteroscope and performed a "diagnostic scope" which revealed "a horizontal split at the fundus practically the entire distance from tube to tube." The physician then performed a hysterectomy per patient request. It is unknown when the patient was discharged. On (B)(6) 2013, it was reported the patient is doing "fine."

Manufacturer narrative:
The myosure hysteroscope is not being returned, therefore, a failure analysis can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant.(B)(4).